Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after two hours of treatment with a polyflux 170h dialyzer, the patient experienced chest tightness, breathing difficulties, and a heart rate of 120-125 beats per minute. The patient was treated with oxygen and intravenous dexamethasone. It was reported that the symptoms did not improve significantly. It was further reported that the patient was admitted to the hospital for further treatment. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.